Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Patient weight not made available from the site. Returns requested. Replacement ups and computer both shipped to site on (B)(4) 2016. Both devices were returned to manufacturer unused. Return requested. Replacement power supply multi-out 350w shipped to site on (B)(4) 2016. Medtronic investigation of returned suspect power supply multi-out 350w finds that when connected to ac, only the 28vdc port measured in the normal range. All other port had no power. Electrical failure - no power hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On (B)(4) 2016, a medtronic representative performed a navigation system check-out, all areas passed. Replaced the multi-out power supply, switched the dvi cables on the back of the computer and the navigation system functioned accordingly. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while navigating in a cranial procedure, it was alleged that both the staff monitor and the surgeon monitor went completely black. The camera lights were on and the mouse had a blue light. The navigation system was re-booted, however, issue was not resolved. In trouble-shooting, verified computer fan was running, by-passed video splitter and disconnected/re-seated power cables to ups and low voltage power supply. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.